Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced due to a "shut door to power off" message. A review of the event history log revealed downstream occlusion messages, however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the found non-OEM force sensor. The force sensor required to be replaced to address this issue. Additionally, during service event the evaluator encountered a 'shut door to power off' message. A device history review revealed no issues that could have caused or contributed to the reported issue. The condition was verified. The cause of the condition was the loose upper link screw. The link required to be readjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.